Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was failed. The device remains in service and no adverse patient effects were reported.